Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an 'abrupt eol' and no output. The patient was in 'complete heart block'. The physician elected to explant the ipg.